Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri x2 implantable pacing leads (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's device was interrogated prior to programming for a scheduled MRI. It was noted that a power on reset (por) had occurred and the device setting was vvi-65. The patient said that they had not undergone radiation therapy or other medical treatment. The patient's settings were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.